Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a shaft break occurred. The 80% stenosed target lesion was located in the severely tortuous and mildly calcified mid left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for treatment. During the procedure, it was noted that the shaft was broken. The procedure was completed with another of same device. There were no patient complications.